Event description:
It was reported that during a intervention procedure, a shaft fracture occurred. The physician noted that during use of the offroad re-entry device the microcatheter lancet broke while attempting to cross a bifurcated vessel. The microcatheter was advanced three times in the procedure in order to reposition the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).